Manufacturer narrative:
Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1995, product type: extension. Product ID: 3888-28, lot# unkser, implanted: (B)(6) 1995, product type: lead. (B)(4).

Event description:
It was reported the implantable neurostimulator (ins) was replaced because it lasted ¿less than one year.¿ reportedly, it was implanted back in 1999. [Omitted information from related (B)(4) ¿ pump return of pain, (B)(4) in wrong locat].